Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial number: (B)(6)) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial number: (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure, the reload became stuck on a piece of tissue. The physician attempted to open the reload by pressing the two green buttons for more than 30 seconds to reset the powered stapler and release the reload, but this wasunsuccessful. The adapter was disconnected from the handle and then reconnected, but there was no response from the adapter, the handle, or the reload. A third troubleshooting attempt was made using a screwdriver, which also failed, leaving the tissue clamped inside the reload and the device unable to be opened. To safely complete the procedure, the surgeon used entirely new equipment and applied new staplers on both sides of the reload, performing this bilaterally.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired. The I-beam was retracted to just beyond the 3cm cut mark and the jaws were clamped. There was damage to one of the blowout plates. It was reported that the instrument was locked on tissue. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5, e1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure, the reload became stuck on a piece of tissue. The physician attempted to open the reload by pressing the two green buttons for more than 30 seconds to reset the powered stapler and release the reload, but this wasunsuccessful. The adapter was disconnected from the handle and then reconnected, but there was no response from the adapter, the handle, or the reload. A third troubleshooting attempt was made using a screwdriver, which also failed, leaving the tissue clamped inside the reload and the device unable to be opened. To safely complete the procedure, the surgeon used entirely new equipment and applied new staplers on both sides of the reload, performing this bilaterally. The surgical time was extended by 30 minutes as a result of this event.